Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system, including four percutaneous leads (from the same lot), on (B)(6) 2010 for lumbar pain and occipital neuralgia. It was reported that the pt complained of a stringing sensation in his neck. Despite numerous reprogramming sessions, the pt's pain allegedly persisted. On (B)(6) 2011, the pt was admitted to the hospital, and the physician revised the pt's leads. The pt reported no longer feeling the stinging sensation as a result of the procedure. No further pt complications were reported.